Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker had non-product experience. A revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. Additional information received indicates that the system was explanted due to infection. The pacemaker was reused as an external temporary pacing connected to a temporary lead. The explanted leads will not be returned as they were damaged during extraction. No additional adverse patient effects were reported. The pacemaker remains in service.